Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was approximately 300 mg/dl with ketones. The customer changed the cartridge, infusion tubing and site. The customer eliminated the ketones without medical assistance. The customer indicated that the pump supplies and site would be changed every 3 days. As the customer was not currently receiving an occlusion alarm, tandem customer technical support (cts) was unable to perform a system check to determine a possible cause of the occlusions. Cts reviewed the t:connect data which showed the pump supplies and site were changed every 4-6 days and the occlusions were cleared without changing the supplies or site.